Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing significant pain and is unable to charge his ipg. The pt wishes to have his system explanted. Surgical intervention may be pending to address this issue.